Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient underwent an ins implant early in the week on (B)(6) 2022. The patient developed a spinal leak/spinal headache. Due to this, the patient went to the surgical center for a blood patch on (B)(6) 2022 to alleviate their severe headache. The surgery was concluded after 9 ml of autologous epidural blood patch. The needle and catheter were removed and additional dressings were applied to the spinal cord stimulator wound. Overall, the patient tolerated the procedure well and returned to the supine position in stable condition, and they were then taken to the recovery room for observation.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot#serial#: unknown, implanted: on (B)(6) 2022, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot#: unknown, ubd: 03-jun-2026, UDI#: b3, d6a, and d10: the event and implant dates are inaccurate, only the month and year are valid. D10: the lead serial number is either (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.